Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced low blood glucose (bg) levels (40-50 mg/dl) at night. Customer stated low bg's are due to "taking too much insulin throughout the day", and delivering boluses for cookies eaten at night. Reportedly, customer may have not been counting their carbohydrates correctly. Customer stabilized blood glucose levels with juice and cookies. Customer requested assistance adjusting their pump basal rate. Tandem technical support guided the customer through adjusting pump basal rate.